Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and four months post filter deployment, venogram revealed that occlusion of the central left external iliac vein as well as 75 % stenosis of the inferior vena cava which extended to the simon nitinol inferior vena cava filter at the level of the renal veins. Two months and twenty-four days later, computed tomography (CT) revealed that simon nitinol filter within the infra renal inferior vena cava which appears slightly off axis. Five years and six months later, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that an inferior vena cava filter was noted. After eleven months and fourteen-days, patient presented again with abdominal pain and inferior vena cava (ivc) occlusion. A computed tomography (CT) showed that inferior vena cava filter within the inferior vena cava that was occluded below. Three months and thirty days later, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that the inferior vena cava filter tip was embedded and perforated through the inferior vena cava wall greater than 3 mm outside the vena cava. Eventually, seven months and eight days later, patient presented with chest pain, shortness of breath and history of pulmonary embolism. A computed tomography demonstrated that a filling defect was noted at sub segmental pulmonary arterial branch to the posterior basal segment of the right lower lobe, as well as pulmonary arterial branches to the anterior basal segment. Smaller pulmonary emboli may be missed, particularly at the left lung due to motion artifact. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and occlusion of the inferior vena cava (ivc) filter. However, the investigation is inconclusive for filter tilt, retrieval difficulties and filter limb detachment. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that, ¿simon nitinol filter within the infra renal inferior vena cava which appears slightly off axis.¿ additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and strut(s) perforated into organs and tilted and embedded in the wall of the inferior vena cava. The filter has not been removed after two unsuccessful percutaneous removal procedures. It was further reported that there are detached filter strut(s) in the patient¿s lungs with no reported attempt to retrieve the detached limb(s). The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of hypercoagulable state with deep venous thrombosis was scheduled for vena cava filter placement. The right femoral vein was accessed and a wire was advanced into the inferior vena cava and confirmed under c-arm. The passageway was dilated and a filter system was introduced and placed at l3-l4. An inferior venacavagram was performed which identified the right renal vein at l1-l2. The ivc filter was positioned and placed at l3-l4. The patient tolerated the procedure well and was taken to postoperative recovery in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc wall, tilted filter, detachment of a filter limb, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. -perforation of the vena cava wall by the legs of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly detached, filter strut(s) perforated into organs, and tilted and embedded in the wall of the ivc. The filter has not been removed after two unsuccessful percutaneous removal procedures. It was further reported that there are detached filter strut(s) in the patient¿s lungs with no reported attempt to retrieve the detached limb(s). Based on a review of medical received, the patient with history of hypercoagulable state with deep venous thrombosis had a vena cava filter successfully deployed at l3-l4. The patient tolerated the procedure well and was transferred to recovery in stable condition. No additional information was provided in the medical records received.